Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had expired. It was reported by the patient's children that "the pacemaker is what killed my mama". The status of the patient's system is unknown at this time.